Event description:
The customer tested his blood glucose and received a reading of 344 mg/dl using his contour ts meter. He retested using another meter and received readings of 144 and 149 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.